Event description:
It was reported that during a rotator cuff repair, the healicoil knotless broke, the first one the distal anchor was broken when passing the suture through the anchor. All the broken pieces were removed from the patient. The procedure was completed by changing the surgical technique from arthroscopic to open procedure, with 15 minutes of surgical delay. No further complications were reported.

Manufacturer narrative:
H2: additional information: b5: event description. H3, h6: part of the reported device was received for evaluation. A visual evaluation of the device showed the distal anchor was not returned. The distal plug and proximal anchor area still in place. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing found that the raw material strength and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. The patient impact beyond the reported modified surgical procedure could not be concluded; although the change to an open procedure increases the patient risk for post-surgical complications. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the distal anchor of the healicoil knotless was broken when passing the suture through the anchor. The procedure was completed using a smith and nephew back-up device with 15 minutes of surgical delay. No further complications were reported.